Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A promus element plus,mr,ous 3.00x16mm stent delivery system (sds)was returned for analysis, with the sds inside a guide catheter and hemostatic valve. The device was returned with the proximal end of the balloon in the distal end of the guide catheter. A visual and microscopic examination of the stent found the entire stent damaged and bunched/moved distally on the balloon. The distal and mid sections of the balloon wall were exposed due to the stent having moved on the balloon. No issues were noted with the exposed balloon wall or the balloon cones. Balloon folds were visible and the balloon did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. Due to the stent damage, the stent could not be removed from the guide catheter to allow for analysis of the entire shaft. The hypotube was cut 1cm distal to the distal strain relief and the cut device was removed distally from the guide catheter. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft, as well as the hypotube break which occurred post return, during analysis. A visual examination of the outer and inner lumen and mid-shaft section found the mid-shaft polymer extrusion damaged (stretched and bunched) at multiple locations including at the proximal side of the port bond. The distal shaft polymer extrusion was stretched at one site on the distal side of the port bond. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and removal difficulty occurred. A 3.00x16mm promus element plus drug-eluting stent was advanced through an unspecified 6f guide catheter to treat the target lesion. When the physician tried repositioning the stent, the uninflated stent could not be pulled back into the guide catheter. Upon removal the stent was found damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.